Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a thoracic scs lead (model 3186) and a lumbar scs lead (model 3163). This issue is related to the thoracic scs lead.it was reported the patient was no longer receiving bilateral lower extremity stimulation but only left lower extremity stimulation. X-rays revealed the thoracic scs lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the lead was repositioned. Effective stimulation was restored following the procedure.